Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed the device was in pod state 2, indicating the device was filled. The top and bottom battery voltages were measured much lower than expected. Corrosion was found around the circumference of the both batteries, although the energizer battery seals remained continuous around the circumferences. No evidence was found that would result in corrosion on the batteries. The low battery voltage did not provide enough power to the pcb to awaken the device after fill. This resulted in a failure of the device to deploy the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 194 mg/dl.